Manufacturer narrative:
Reporter is j&j employee. A product investigation was conducted. Visual inspection: the 2.0 mm universal (p/n: 323.201, lot#: l861355) was returned and received at us cq. Upon visual inspection, it was observed that the spring and sleeve were missing and the fixed sleeve is deformed. No other issues were identified with the returned components of the device. Service & repair evaluation: the customer reported the universal drill guide was missing a piece. The repair technician reported the device was missing the spring, sleeve, and head and the fixed sleeve was damaged. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Document/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed investigation conclusion: the complaint condition is confirmed for the 2.0 mm universal (p/n: 323.201, lot#: l861355). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The potential cause could be due to device use and sterilization. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A device history record (DHR) review was conducted: part: 323.201, lot: l861355, manufacturing site: (B)(4), release to warehouse date: 19.jun.2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an incoming routine inspection of a loaner set on an unknown date, a universal drill guide was noted to have a missing piece. There was no patient involvement. During manufacturer's investigation on (B)(6) 2020 of the returned device, it was identified that the spring and sleeve were missing and the fixed sleeve is deformed. This is report 1 of 1 for (B)(4).